Event description:
During laparoscopy case, a bipolar cautery was being performed and patient was shocked, which caused them to retract feet from stir-ups. Doctor switched resectoscope, working element and bipolar cables to finish procedure without any other complications.